Event description:
Patient washing hands and had a syncopal episode. Upon review of device check, device fired and shocked patient. Patient discharged to return following week for redo-ablation. Treatment also included mexilitine administration/adjustment. Please do not hesitate to contact the account directly for further information. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).